Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was attempting to charge the pump in a wall outlet and received a power source alert. The customer attempted to use an alternate charger and cable but was still unable to charge the pump. The customer's blood glucose level was not impacted. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.